Event description:
Customer took a blood glucose test and received a result of 223mg/dl. Pt took 5 units of insulin. Four hours later pt was "out of it." Paramedics were called and they received a blood glucose result of 37mg/dl. Pt was taken to the ER. Pt was given an IV and food to eat. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.